Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. Prior to discharge, interrogation revealed that the left ventricular lead exhibited a loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was removed and replaced. The patient was stable.